Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Patient complained of instable knee. Dr. (B)(6) requested poly exchange.

Manufacturer narrative:
An event regarding an alleged use error involving a triathlon ps x3 tibial insert was reported. The event was confirmed. Method and results: device evaluation and results: mar dated (B)(6) 2015 concluded, "no material or manufacturing defects were observed." Medical records received and evaluation: an inadvertent placement of an undersized #5 insert into a #6 tibial baseplate was responsible for the clinical situation described. There was no evidence that factors of faulty component design, manufacturing or material were responsible for the clinical situation. Device history review: the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: no other events ere reported for the lot indicated. Conclusions: the clinical consultant indicated, ¿an inadvertent placement of an undersized #5 insert into a #6 tibial baseplate was responsible for the clinical situation described. There was no evidence that factors of faulty component design, manufacturing or material were responsible for the clinical situation.¿

Event description:
Patient complained of instable knee. Dr. (B)(6) requested poly exchange.